Manufacturer narrative:
(B)(4). Email address for contact office in fields manufacturer name, city and state, MFR site, & report source above is: (B)(4). Discrepant abo grouping results for one patient sample. The assignable cause could not be confirmed, although could not be excluded to be analyzer related, the analyser not recognising a new sample was loaded due to an srdr door opening/closing error. No instrument inventory scan was performed after a new sample was loaded. No general product failure was identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
As per #(B)(4) as of (B)(6) 2021. On (B)(6) 2022, a customer complained to ortho care about a discrepant abo grouping result obtained using ortho biovue system abo-rh/reverse cassette (lot not provided) in conjunction with their ortho vision biovue analyser. Date of event: (B)(6) 2022. Complainant/complaint reporter: (B)(6) - laboratory technician. Reagents: ortho biovue system abo-rh/reverse cassette (product codes 707100/707155; lot and expiry date not provided). Ortho abo reverse grouping cells, type, lot and expiry date not provided. Software version: 5.13.0. A customer reported that, on (B)(6) 2022, they had tested a patient sample twice for abo grouping, and that they had obtained the following reactions: - 1st test: b(abo2) rh+ at 17:30pm (0, 4+ ,4+, 0, 3+ ,0). - 2nd test: a(abo1) rh+ at 18:59pm (4+ ,0 ,4+ ,0 ,0 ,3+). It is unknown why the customer had retested the patients sample for abo grouping. The expected result for the patient was not provided by the customer. No further details are available. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported event. As per #(B)(4) new information as of (B)(6) 2022. The log files from the customers ortho vision biovue analyzer were provided for further analysis by ortho third level. Third level determined that due to an srdr door opening/closing error, there was a 15-35 second window where a different sample may have been placed in the slot where the initial patient sample was placed and recognised by the system, for which the customers ortho vision biovue analyser did not scan for inventory due to this error and assumed was still the previously loaded sample. Although this cannot be confirmed, it is thought that this is the likely assignable cause for the discrepant result obtained for this patient. The assignable cause for the discrepant abo grouping results obtained by the customer could not be confirmed, although could not be excluded to be analyzer related, the analyser not recognising a new sample was loaded due to an srdr door opening/closing error. In any case, there was no evidence of any systematic failure of the ortho clinical diagnostics reagent or analyser to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.